Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a piece of particulate matter under the activation button. Functionally, the torque adaptor had melted. The remnants of the torque adaptor were scattered in the handle body. A larger piece became wedged under the activation button and interfered with its proper function. It was reported that the device was difficult to disassemble and there was a condition of self activation. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: scg7ab - sonicision 7 generator b scg7ab, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total laparoscopic hysterectomy (tlh), the device¿s output continued even though the output button was not pressed. When the output button was pressed, it stopped. It was used afterwards, but same manner even though the output button was not pressed, it continued to output. When the output button was pressed, the red light lit up. Re-setup was attempted, but the generator run idle from the device and could not be removed. A new set was taken out and dealt with it. There was no patient injury.